Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had high thresholds and high impedance. The right ventricular lead had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.